Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0555451v, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# j0555189v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251,serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0555451v, implanted:(B)(6) 2006, product type: lead. Product ID: 3387-40, lot# j0555189v, implanted: (B)(6) 2006, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's deep brain stimulation device had never worked for day one and the device was still implanted. The patient was not seeing a healthcare professional (hcp) for the device. One of the "probes" was off just a little bit, but the patient was not up to having it removed. Six months prior to this report, the patient asked an hcp to take the system out, but they said it was not a good ideas due to the patient's conditions and possibility of infection. Since it was nine years after implant, the battery most likely no longer worked and the device was inactive. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient never had therapeutic effect from the device. They stated that the lead was not in the correct place. The patient experienced symptoms such as freezing, curling up and funny things when device is on. The locations of symptoms were hands and face and symptoms were sudden. It was also reported that the patient not using the device and they do not intend to pursue any revision with the therapy.